Event description:
This lead was implanted on (B)(6) 2014 and explanted (B)(6) 2014 due to lead dislodgement. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).